Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v792267, implanted: (B)(6) 2011, product type: lead.

Event description:
The manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was replaced due to normal battery depletion on (B)(6) 2016. The patient was getting good response on 0 and 2 at 2.4v. The lead was tested prior to battery change using an external neurostimulator (ens). Bellows and toe flexion were observed on electrode 0 at 2.0, electrode 2 at 1.8, and electrode 3 at 1.8. No motor response was noted on electrode 1. Intra-operatively impedances were taken at 1.5v and 360 pulse width and high impedances greater than 4000 ohms were seen. The only in range impedances were pairs case and 0, case and 3, and 0 and 3. More impedance tests were ran at 2.0v and 360 pulse width and 3v and 300 pulse width and there was still high impedance greater than 4000 ohms. There was no trouble inserting the lead into the new ins. The ins was being used to test motor response and they were not able to get response on 1 and 2 and 2 and 0. The manufacturer representative was able to get a motor response only on electrodes 0 and 3. They could not get a response on 1 and 2 at high voltage levels. The pocket was currently closed, but they may need to reopen the pocket and check the connection. The hcp reopened the pocket and disconnected the battery once again. They did not denote any set screw issues and the lead appeared to be properly inserted into the battery header. The hcp reconnected the new battery and gently tugged on the lead. The hcp noted that the lead was snug in the battery header and the manufacturer representative conducted a second impedance check once the battery was reconnected. Again, the same impedance values came up at 3.0v and 300 pulse width using the clinician programmer. The case involved replacing the battery only and the hcp decided to keep the existing lead in, even after the high impedance readings, and to bring the patient back in 2 weeks to see how they did with their symptoms with the replacement battery and if their symptoms remain controlled like they were before. After the procedure, the manufacturer representative saw the patient in recovery. Sensation was detected by the patient on program 1 using 0 negative and 3 positive at 3.0v between the vagina and rectum, faintly on program 2 using 1 negative and 3 positive at 7.0v by the rectum, on program 3 using 2 negative and 0 positive at 2.4v between the vagina and rectum, and on program 4 using 4 using 3 negative and 0 positive at 2.1v between the vagina and rectum. The cause of the intra-operative high impedances was not determined and was not resolved. Neither the new battery nor the existing lead was explanted as a result. The lead was not removed and was still implanted on the patient¿s right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.